Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. The customer's blood glucose was not below 70 mg/dl, and the exact level was not stated, indicating no adverse impact outside the normal range. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process.